Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to noise on the rate sensing channel. The lead and implantable cardiovertor defibrillator (ICD) were both replaced at this time.